Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump display was blank. Customer blood glucose reading was 262 mg/dl. Troubleshoot was performed. Customer was not calling back after receiving a new battery cap. The screen had condensation but the insulin pump was not exposed to moisture. Customer stated there was no physical damage on the insulin pump. Customer was using (B)(6); new battery was inserted but the display did not return. Customer was advised to remove the battery for 10 minutes and reinsert it. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The nurse will give treatment to the customer if the insulin pump stays blank. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit power up properly after battery installation. No blank display or audio/beep anomaly noted. Unit was received with normal operating currents and no unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Unit passed self-test, unexpected alarm error test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and corroded battery tube. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.